Event description:
A customer reported via phone call indicating issues with their sensors. The customer stated they stopped using the sensors because the site would get infected and sore due to the bent sensor. The patient's blood glucose was unknown at the time of the call. The customer declined assistance with troubleshooting. The customer did not send the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference svn (B)(4) for related documentation.